Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with pentaray nav high-density mapping eco catheter. Device damaged. During the procedure, the device was found damaged. Picture provided. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. It was unknown if the damage resulted in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. It was not known if the catheter was pre-shaped. An abbott sl1 8.5f sheath was used.

Manufacturer narrative:
The picture investigation was completed on 14-sep-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the shaft of the pentaray catheter was observed semi detached, no sharp edges or wires exposed could be confirmed at the moment. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the picture analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 25-oct-2023, noted a correction to the follow-up #1 as h10. Additional manufacturer narrative included, ¿the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ however, the analysis was completed. Therefore, providing the investigation summary and updated the following fields h2. If follow-up, what type?, h3. Device evaluated by manufacturer?, h6. Component code, h6. Type of investigation, h6. Investigation findings and h6. Investigation conclusions. In addition, h3. Reason for non- evaluation should have then been left blank. The investigation was completed on 23-oct-2023. It was reported that a patient underwent an atrial fibrillation (afib) procedure with pentaray nav high-density mapping eco catheter. During the procedure, the device was found damaged. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. It was unknown if the damage resulted in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. It was not known if the catheter was pre-shaped. An abbott sl1 8.5f sheath was used. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the shaft of the pentaray nav high-density mapping eco catheter was observed semi detached, no sharp edges or wires exposed could be confirmed at the moment. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual inspection was performed, and the shaft was observed broken on the distal area with internal parts exposed. The damage observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. During the investigation, evidence of proper manufacturing assembly was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿damaged device¿.